Event description:
The user facility reported that during a therapeutic upper endoscopy ultrasound procedure, the image was observed to be very dark, and visualization was compromised. The procedure was reportedly aborted, as there were no replacement devices available to complete the procedure. The user facility reported that there was no patient injury, and the patient has rescheduled the procedure. No further information was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not confirm the user's report of a dark image. The air/water nozzle was noted to be sharp due to physical damage. The device has been serviced and returned to the user facility. The cause of the user's experience cannot be conclusively determined. This report is being submitted as medical device report in an abundance of caution.